Manufacturer narrative:
(B)(4). G2: event occurred in the netherlands. D10: 42532006701, tibia cemented 5 degree stemmed left size d, lot 63256442. 42500006201, femur cemented posterior stabilized (ps) narrow left size 7, lot 63124980. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years and 3 months post implantation, the patient underwent a manipulation under anesthesia. No devices were revised. One month later, the patient was seen for imaging, and x-rays noted linear osteolysis under tibial plateau and compaction/sclerosis of subchondral bone of the medical tibia head. Varus knee position with incipient tibia component failure. No obvious loosening was seen. No treatment for this finding was noted; event was marked as tolerated by the site. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6, h10. The reported event could not be confirmed with information provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Images assessed and not submitted to radiology for review, images are 1 day post initial implantation with allegations of osteolysis 3 years post implantation, therefore would not enhance the investigation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.